Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that a cassette sensor damage was noticed during testing of a returned device. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with the tamper seal intact. The battery door was missing and the battery compartment was damaged. There was evidence of the error in the event history log. The reported problem was duplicated. Upon attaching the cassette, there was a cassette not attached properly error alarm. The investigation showed that a defective/inoperable downstream occlusion sensor was the cause of the reported problem. It was recommended to replace the downstream occlusion sensor as corrective action. The root cause of reported problem was unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.